Event description:
It was reported that this right atrial (ra) lead exhibited a fracture. Oversensed noisy signals were noted on stored inappropriate atrial tachy response (atr) mode switches. All the device pacing therapy was programmed off. Subsequently, this ra lead and the right ventricular (rv) lead were surgically abandoned and a leadless pacemaker was implanted instead. No additional adverse patient effects were reported outside the revision procedure.